Manufacturer narrative:
Product event summary: the full introducer was returned and analyzed. The analysis indicated that blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. There is blood in the flush tube in the side port assembly. There is blood on the distal end of the sheath. Visual analysis of the introducer indicated damage during use. The analyst noted the full introducer was returned with the dilator separated from the introducer sheath. There is blood in the flush tube in the side port assembly. There is an indentation in the dilator shaft with blood in them at 12.4 cm and 27.8 cm. There is an indentation with no blood in the dilator shaft at 16.6 cm. It is possible that the blood in the distal seal could prevent the hemostasis valve to leak and not hold a seal along with the positioning of the delivery system within the introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the physician inserted the introducer sheath, but was unable to aspirate. The physician found leaking at the hemostasis valve. The introducer was removed and replaced. No patient complications have been reported as a result of this event.